Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 878 mg/dl at the time of incident. The customer's blood glucose was 325 mg/dl at the time of call. The customer stated that they were given insulin drip during the hospitalization. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed fixed prime and the insulin did exit. The insulin pump will be returned for analysis.